Event description:
The arthoplasty was revised due to pain. The components were implanted in situ for ~3.3 y. The polyethylene tibial insert component was revised. The patient presented with a (B)(4) score of 4 three months prior to revision surgery and a maximum score of 5.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. (B)(4).

Event description:
The arthroplasty was revised due to pain. The components were implanted in situ for ~3.3 y. The polyethylene tibial insert component was revised. The patient presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 5.

Manufacturer narrative:
An event regarding revision surgery due to pain involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned as the device remains at the research facility. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.